Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Further information was received, which indicated an ongoing high atrial threshold and intermittent atrial undersensing during episodes. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: dtba1d4, serial# (B)(4), implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's cardiac resynchronization therapy defibrillator (crt-d) was checked as they were found unresponsive. Review of the device data indicated a high right atrial (ra) lead threshold. It was noted the patient had also experienced a shock for fast ventricular tachycardia (vt) several months prior for what appeared to be atrial fibrillation (af) with rapid ventricular response. There were no clinical actions noted at this time. The ra lead and crt-d remain in use. No further patient complications have been reported as a result of this event.